Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the coil protruded from the catheter upon removal. A 22mm x 60cm interlock was selected and advanced to treat the splenic artery. During procedure, the interlocking arms of the coil got disconnected inside the microcatheter when a few centimeters of the coil had exited from the distal part of the renegade stc. The coil and the renegade were removed together as a unit. It was then noted that a few centimeters of the coil was sticking outside the distal end of the microcatheter when pulled out. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.